Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urge incontinence and urinary/bowel disfunction. It was reported, that probably a week ago, they developed a rash on their back near the area where their doctor did the ins surgery. The patient stated, that the rash itched like crazy and kept them awake at night. The patient's reason for calling was to find out how to use their external equipment, because they never received instructions from anyone. The agent reviewed how to connect to the ins, but the patient kept getting the 'device not responding' message. The patient asked, if they could place the communicator directly on their skin. The patient was redirected to their doctor to discuss and to address the rash. The patient mentioned, that they already reported the rash to their doctor. And their doctor redirected them to the manufacturer. The agent reviewed, their role and redirected the patient back to their doctor. The patient stated, that the ins procedure date was (B)(6) 2024. On 2024-aug-09, the patient called back and repeated the information. Which was reported and documented yesterday. The patient said, that they went and saw their healthcare provider (hcp). And said, that the rash was diagnosed as a bacterial infection and was provided with oral antibiotics. The patient wanted to connect to the implant. However, it was taking a long time, so they attempted to back out and start over. However, they couldn't find the therapy app on any of the screens. When asked, the patient also mentioned, that there was swelling right in that area. Healthcare, it was conference in about the app issue. And it was resolved. However, when the agent attempted to contact the patient to resume instruction, they were unable to hear the patient. Three attempts were made without success.